Event description:
On (B)(6) 2014, the patient contacted animas alleging that on (B)(6) 2014 she experienced elevated blood glucose (bg) and was treated in the emergency room (ER). The patient noted that her bg was over 500mg/dl with large ketones, nausea, extreme thirst, excess urination, and symptoms of dehydration. The patient reportedly remained on the pump but was treated in the ER with insulin injections and IV fluids. Customer technical support reviewed the pump with the patient and found all settings and histories were correct. There were no pump defects found upon troubleshooting; however a reason for the bg excursion could not be determined. This complaint is being reported based on the allegation that the patient experienced hyperglycemia of unknown cause while using insulin pump therapy.

Manufacturer narrative:
Follow-up #1: date of submission 10/20/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the history showed that the pump was manually suspended on (B)(4) 2014 13:56 and manually resumed at 14:29. A replace cartridge alarm was recorded at 05:20; deliveries resumed at 07:28. The pump was manually suspended on (B)(4) 2014 18:41 and manually resumed at 19:11. On (B)(4) 2014 09:08 a replace cartridge alarm was recorded; deliveries resumed at 14:29. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. There were no errors, alarms or warnings during testing. The original complaint could not be confirmed or duplicated. Unrelated to the original complaint, the display screen had a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.